Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary of zosyn 50 ml infusing at 12.5 ml/hr completed within an hour. The primary of normal saline was infusing at 10 ml/hr. The secondary configuration was reviewed and the remaining secondary vtbi was 36 ml. The pump module was replaced post event. There was no report of patient harm.